Event description:
It was reported that a user contacted support due to elevated blood glucose readings over two days, and review of the ilet report showed sustained hyperglycemia beginning the previous evening, with troubleshooting and education provided. Symptoms included high blood glucose consistent with hyperglycemia. Outcomes included no reported injury, no hospitalization, and no medical intervention beyond guidance and education. Investigation included review of device data and user report with standard troubleshooting. Investigation of this case revealed no confirmed device malfunction and no identified component failure, and user factors or external factors could not be ruled in or out. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.